Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch basic meter would not power on. The medical surveillance specialist (mss) spoke with the pt on jul 23, 2009 and obtained the following info. The pt stated that the alleged power issue began approximately 1 month prior to contacting lfs. The pt claimed she tests 2x/day and manages her diabetes by taking a set amount of humulin n & r insulin. The pt stated she continued to take her usual dose of insulin. On the evening of the day prior to original date, the pt stated that she developed symptoms of extreme thirst, in addition to feeling weak and dizzy. At the onset of symptoms, the pt stated that she contacted her physician and her physician advised her to treat herself with 5 additional units of the fast acting insulin. The pt reported that the symptoms subsided after administering the additional insulin. At the time of troubleshooting, the customer care advocate noted that the pt replaced the subject meter's battery; however, the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.